Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was prompting an unspecified error message. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged error message began to appear approx one year prior to contacting lfs. As a result of the issue, the pt claimed she discontinued testing her blood glucose. The cca noted that the pt manages her diabetes with oral medications: however, it is unclear what action she took regarding her diabetes management as a result of the issue. On an unspecified date/time, after the issue began, the pt claimed she developed symptoms of feeling dizzy, shaky, and lightheaded. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the pt reported that she no longer had the subject meter and therefore the alleged issue remained unconfirmed. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.